Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had a device interrogation on the date of the explant procedure. The left ventricular (lv) lead interrogation showed a threshold of 4.75 volts at 1.5 ms, which was an increase of 0.75 volts from the previous day. The lv lead threshold was programmed to 6 volts at 1.5 ms, and no capture was observed. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.